Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery several times. The customer's blood glucose reading was 457 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing. Customer was able to complete the rewind process. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised that the infusion set and reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.